Event description:
It was reported that during use with 30 bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered.the following information was provided by the initial reporter:there is a gel globule that is floating in the serum

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules was not observed. Complaints for sample quality were not under statistical control for the month of august 2023 therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 30 bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered. The following information was provided by the initial reporter: there is a gel globule that is floating in the serum.